Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient received an inappropriate high voltage therapy due to far-p wave oversensing. Lead was found to be dislodged due to twiddlers syndrome. Lead was explanted and replaced when repositioning was unsuccessful.